Event description:
I have been experiencing declining health since around (B)(6) 2007. My symptoms have increased in severity and frequency over the last 5 years. My health issues include but are not necessarily limited to tenderness/fullness of breasts, brain fog, difficulty concentrating on one task, multiple episodes of passing out (which includes a day or days where I pass out more than once) panic attacks, constantly dehydrated, extreme fatigue, premature aging, extremely dry skin, nervous feeling, lack of feeling satisfied after eating, difficulty developing muscle, hair loss, dry eyes, hormone imbalance (facial hair), easily bruised, difficulty swallowing/choking, vertigo, intolerant to heat/cold, constant allergies (mostly when raining), food intolerance/bloating, heart palpitations and overall feeling of declining health.